Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Two days after the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, ongoing) and ceftazidime injection (1gm, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering and capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up it was reported that on an unknown date, antibiotic therapy was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.